Manufacturer narrative:
Product event summary: clinical data files were received and reviewed. The files showed eleven injections were performed with catheter 2af284 / 50740-52 without any issues or system notices. This is a clinical issue (phernic nerve injury) encountered during the procedure. The catheter was returned and analyzed, visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 11 injections. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Dissection and pressure testings did not show any leaks or traces of liquid/blood inside the catheter. The reported issue was not confirmed through testing and data analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient suffered a phrenic nerve injury. Solumedrol was given to the patient during the procedure. The case was aborted and the patient was under general anesthesia. Post operatively, there was indication of diaphragm movement with pacing. However, no movement was seen in the right diaphragm during spontaneous breathing and it appeared to be elevated. The following day, the patient returned for a fluoroscopic sniff test and no movement was noted. A week later the patient reported shortness of breath when lying on their side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.